Event description:
The facility indicated that the intermediate side rail is not latching.

Manufacturer narrative:
The technician found a sticky solution on the latch pin preventing the side rail from latching. The technician cleaned and lubricated the latch pins to repair the bed.